Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility to obtain additional information regarding the reported event, but with no result. A review of the instrument history was performed, and revealed the scope was last returned for service on june 26, 2019 due to images issues caused by fluid invasion. The scope was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time.

Event description:
The service was informed that the scope cultured positive for an unspecified microorganism. There was no patient involvement reported.